Event description:
The customer reported to beckman coulter (bec) getting ambient temperature alarms and about 30 ml of cleaner leaking under their coulter hmx hematology analyzer with autoloader while performing a startup cycle. The leak was not contained inside the instrument. The customer was wearing personal protective equipment (ppe), consisting of a laboratory coat, glasses and gloves. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated. No death, injury or change to patient treatment was reported in connection to this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to customer site. The fse found a pinhole in tubing leak at pinch valve pv37 which he replaced to resolve the leak. Failure mode was a pinhole leak in tubing at pv37. However, the instrument generated ambient temperature alarms to alert the customer to an instrument problem. (B)(4).